Event description:
A patient experienced urge frequency and urge incontinence between the first and second treatments due to exposed urethral bulking implant material on the right side of the bladder neck. Current status of patient was reported as slowly improving with continued isd.